Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had high and low blood glucose levels. The customer's blood glucose level had been as low as 63mg/dl. The customer's levels had been as high as 600mg/dl. The customer states they treated with water and changing out their set. The customer states the battery cap was difficult to remove and stripped. Troubleshoot was conducted. The device passed self-test low blood glucose troubleshoots. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device.